Event description:
On 08/05/1998, the facility nurse informed dist's sales rep of the following: difficulties were encountered while trying to insert the dilator/introducer. Upon pulling the dilator out, it was noted to have a split and appeared bent. A new dilator/introducer was opened and returned to the MFR. For analysis. No further details were provided at this time.